Event description:
A follow up call was made and the customer reported being in the emergency room with low blood glucose. The customer felt dizzy, lightheaded and running out of insulin. The caller stated that the paramedics were called and by the time they arrive his glucose level went up to 99mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.